Manufacturer narrative:
The device was returned for evaluation. During examination, no issues were identified. The device did not show any components that were peeling, chipped off or damaged. The customer also sent the foreign material separately: the material was black and measured between 2.5-3.5 mm. Because the instrument channel diameter is approximately 2.00mm it is unlikely that the object entered through the distal end. The material was sent for fourier-transform infrared spectroscopic analysis: this determined the material was composed of silicone. The foreign material was not determined to have come from the device; no missing pieces were identified. The cause of the issue was not definitely established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant instruction related to inspection for foreign material in chapter 3: "3.8 inspection of the endoscopic system: inspection of the instrument channel: 3. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis lucera elite bronchovideoscope was being used for an endobronchial ultrasonography-guided sheath fluoroscopic biopsy. The sheath was inserted into the bronchovideoscope's instrument channel and a piece of rubber came out. The customer reported the procedure was completed with the same device. According to the customer, the device was cleaned, disinfected, and sterilized the product before it was sent in for repair. The customer could not confirm when the foreign material adhered to the nozzle. The customer confirmed there was no delay in the start of the pre-cleaning, the device was immersed in cleaning solution, suction channel was cleaned with brush and the air/water nozzle was flushed with water. No adverse effects to patient reported.